Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the unit did not boot. Upon review of the system log file, fse confirmed that the grabber card failure in the flexvision pc. Fse replaced the flexvision pc with existing hard drive. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code were corrected.

Event description:
It was reported to philips that the unit will not boot. The device was outside clinical use at the time of the event. No patient harm was reported. Philips has started an investigation of this complaint.